Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was¿confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the image noise was caused by deformation of the plug unit. The most likely cause is due to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope experienced a noisy image during inspection for use. There were no reports of patient involvement.